Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. The customer¿s blood glucose was around 300 mg/dl. The customer reverted to an alternate method of insulin therapy.